Manufacturer narrative:
Complaint provides two hospitals but does not specify where the bsc device was implanted: (B)(6) surgicare & (B)(6) hospital.

Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patiet experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.